Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, inside a previously implanted s urgical valve, a post-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Subsequently, a mean gradient of 31 millimeters of mercury (mm hg) was observed. No treatment was provided. 30 days following implant of the valve, an echocardiogram was performed that revealed a mean gradient of 25 millimeters of mercury (mm hg). No treatment was provided. 6 months following implant of the valve, trace paravalvular leak (pvl) was observed with a mean gradient of 32 mmhg. No treatment was provided. No adverse patient effects were reported.